Manufacturer narrative:
No device sample returned for manufacturer analysis. A lot number was provided; lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the patient was using the monthly replacement soft contact lens for two or more months at a time and experienced a corneal ulcer in the right (od) eye. The patient required medical treatment but the incident has fully resolved. The size, location, severity, and treatment provided are unknown. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information.